Event description:
It was reported that the ventilator stopped by itself twice for 4 to 5 seconds and then restarted with a displayed reset. It is unknown if an alarm occurred. No reported harm to the patient.